Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the battery had low power output during an inspection at the service center. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer requested that the repair center replace the battery.

Manufacturer narrative:
At the repair center, it was confirmed the internal battery test failed. The battery was then replaced at the repair center to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.